Event description:
Arteriogram revealed focal obstruction of distal aorta with pt iliacs and femorals. Procedure: open bilateral iliac and aortic balloon angioplasty with deposition of stents as well as right common femoral bypass. Balloon ruptured during procedure releasing stent in pt's vasculature. Pressure end of procedure within normal limits. Retrieval required cut down - bypass procedure (rupture occur during insertion).